Event description:
The patient reported a possible problem with the ins. The current system is an ans/st. Jude model. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).